Event description:
Account states that three patients have been tested on the suspect device and are reading >8.0 inr. Laboratory samples were taken and were reported in the range of 4.xx. Specific information was not available. Treatment was based off of the laboratory results. The controls were reported to be within range. Account states that this issue has not been seen on any other patients.